Manufacturer narrative:
The system checkout was documented. The checkout documented the monitor replacement. The system was returned to service after it was replaced. The monitor was returned an analysis documented on the previous follow up MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735368, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the color of the screen was dimmed and the mouse did not work. The site had to repeatedly restart the system for it to work. The operation was slow, but navigation could be used to complete the procedure. There was a no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Correction made. Other relevant device(s) are: product ID: 9735675, serial/lot #: (B)(4). The monitor was returned to the manufacturer for analysis. When connected to a known good system the returned monitor displayed a very dark image. Was not able to make any adjustments to the display to correct the image. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.